Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
It was reported that one day post stent implantation in the unspecified carotid artery the patient experienced a transient ischemic attack with expressive aphasia, prolonging hospitalization. Plavix was given and the symptoms completely resolved that afternoon. The patient was discharged to home on (B)(6) 2010. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Emboshield nav 6 ((B)(4)), heparin. The stent remains in the patient. The lot number was identified. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of transient ischemic attack (tia), as listed in the xact instructions for use, is a known adverse event. Additionally, transient ischemic attack and treatment with medication(s) are addressed in the product risk assessment, as potential no-fault complications. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture and design.